Manufacturer narrative:
Evaluation of the female luer connector shows that this component met all specifications and release criteria including compliance with iso 594 parts 1 and 2. An extensive investigation has been performed involving all materials, manufacturing processes and quality requirements. The returned complaint sample was confirmed to have a hairline crack on the luer connector however no single root cause has been determined and extensive testing was unable to duplicate this issue. A series of steps have been taken to augment the impact resistance of this component. Internal testing and subsequent monitoring of actual usage have demonstrated that the steps taken have eliminated further occurrence.

Event description:
The user facility reports incident of a cracked fistula needle luer connector found at initiation of treatment. Ebl = 50 cc. No patient injury or medical intervention is reported. Patient was re-cannulated to continue treatment. MDR is filed for blood loss only.